Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the customer had used the pump supplies for four days. Tandem technical support educated customer on cartridge/insulin labeling. A cartridge change was performed resolving the occlusion. There was no reported impact to the customer's blood glucose level.